Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the wires were moved from one spot to another, which resolved the issue. The patient stated that no steps had to be taken to resolve the burning at the implant side, as it subsided. The issues were resolved, and the patient had no more problems. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient via the manufacturing representative (rep) reporting that the patient came to the office as they stated that they fell last week (did not specify the date) and they fell on the ins. They wanted to make sure the system was ok as they were getting stimulation in their lower legs, but not to hip as they previously were. The patient fell at home, which may have led or contributed to the issue. Impedances were checked and on the left lead electrodes four through seven were all greater than 10,000 ohms. All other electrodes were fine. The patient was not using that lead presently. The rep did move electrodes up on the right lead (8 through 16) to utilize 8 through 11 and got good coverage to the right hip area as they previously had. The patient was happy. The rep advised the physician assistant and they stated the ins site looked fine. They stated to let the patient try a new program. They stated if a problem occurs and the patient¿s stimulation pattern changes then they will order an x-ray to check the lead placement. It was unknown if the issue was resolved at the time of the report. It was unknown if any surgical intervention would occur. It was reported the event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced burning at the implant site; when the patient turned their stimulation on they felt burning at the implant site. The patient fell on (B)(6) 2018; they fell off some steps and landed on their back side. They noted that their stimulation wasn't turned on at the time. No further complications reported.